Event description:
It was reported that the user attempted to remove a cartridge after noting an improperly attached luer connector, a piece broke off inside the pump chamber, and the cartridge became stuck; attempts to retrieve the fragment with tweezers and a device rewind did not resolve the issue, and the user transitioned to backup insulin therapy. Symptoms included hyperglycemia with a reported blood glucose of 200 mg/dl and system alerts for prolonged elevated glucose. Outcomes included self-management with backup therapy without hospitalization, professional medical intervention, or ketone testing. Investigation included collection of device history and return of the device for analysis. Investigation of this case revealed a cartridge removal failure associated with a broken internal fragment and mechanical obstruction in the cartridge chamber consistent with a component failure of the luer connection area, leading to loss of insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the cartridge and connection interface during handling leading to obstruction and failed removal.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.